Event description:
It was reported that thrombosis occurred. A left atrial appendage closure procedure was performed, and a 31mm watchman flx pro closure device was implanted. A week later the patient presented to the hospital with a gastrointestinal bleed and anticoagulation medication was discontinued. At the 45-day follow-up appointment, transesophageal echocardiogram (tee) was performed which showed the 31mm watchman flx pro closure device nicely placed with no peri-device leak or device-related thrombus (drt). Dual antiplatelet therapy (dapt) was not started, and the patient remained uncoagulated. Approximately six months later, the patient presented for an atrial fibrillation ablation. Pre-procedural tee showed a drt on the face of the 31mm watchman flx pro closure device. The patient was started on oral anticoagulation medication and plans to follow up in three months.